Event description:
It was rpeorted that the device was used during a tonsilectomy. It was reported the handpiece got extremely hot and wouldn't produce any output. The case was completed with another handpiece using the same instruments and was able to complete the case with no patient consequence.